Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose of 420 mg/dl. Customer's mother was unsure of what was causing the high. Customer did not have any symptoms. Troubleshooting was performed. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. No alarms on the device. Customer's mother was unable to finish troubleshooting. No further information reported.